Manufacturer narrative:
The received device was evaluated and found the exposed portion of the soft cannula to be bent. No tears or leaks were found along the cannula. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation.

Event description:
It was reported that the patient's blood glucose level reached 379 mg/dl, while wearing the pod between 36 and 48 hours on the arm. Hyperglycemia treated by applying a new pod.